Event description:
It was reported that the procedure was cancelled. An angiojet console was used for thrombectomy procedure. During procedure, the device could not prime normally. The patient was already sedated when the issue occurred. The procedure was not completed due to this event. There were no patient complications reported.